Manufacturer narrative:
Visual assessment of the device confirmed the reported breakage. The movable jaw has broken free from the shaft at the jaw tabs which remain attached to the shaft. It appears that the device was likely over torqued causing the upper jaws tabs to break from the movable jaw assembly resulting in the reported failure. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies. Further investigation is not warranted at this time.

Event description:
It was reported that the elitepass suture shuttle broke in the patient while inserting the suture during a shoulder arthroscopy procedure. All debris was removed from the patient using a grasper, and a backup device was used to complete the procedure. No injury or complications were reported.